Manufacturer narrative:
Unit passed sleep current test, active current test and self test. No frozen screen or blank display were observed during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Thump and carelink software was utilized and downloaded trace/history files properly. No unexpected anomalies or pump error found in the history or trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on battery tube, pcba 1, pcba 2, force sensor and motor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: corroded battery tube, stained keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and scratched case. Audio anomaly, frozen screen and blank display were not confirmed during testing or in the pump history/trace files. Exposed to moisture damage confirmed at the battery tube, pcba 1, pcba 2, force sensor and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank screen, vibrating, and flashing red. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the serialized device was replaced. The customer called back after resting the pump for 2 hours and replacing the battery. Frozen display continued. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.